Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported replacing the ventilator's oxygen blending module board to address a "service required" alarm condition. The oxygen blending module board functioned as designed and was not replaced. The manufacturer replaced the device's internal battery to address the "service required" code found in the device's downloaded error log. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance.